Manufacturer narrative:
In review, it was noticed that an incorrect box (no) was checked in the section "h3" of the initial MDR report; therefore, the information has been corrected in this supplemental MDR report and the following field has been updated accordingly: device evaluated by manufacturer: yes. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a3b, a4, a5, a6: unknown/ not provided. Asku. Section d6a: if implanted, give date: not applicable, as lens was inserted and removed during the same procedure. Section d6b: if explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Device evaluation: product evaluation was not performed because the product has not been received. The complaint issue reported could not be confirmed. Based on the complaint investigation results, the product was released within specifications. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an eyhance intraocular lens (iol) was explanted. It was learned that the doctor inserted the iol but bag was unstable. The doctor then removed the iol. But patient left aphakic, contact person doesn't know why, but patient was referred to a retina specialist. No other information was provided.